Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (electrode belt connector damaged) was confirmed. Upon investigation, the electrode belt trunk cable connector was severed, exposing the wires inside the connector. The root cause of the damaged connector could not be positively identified but was likely physical abuse. No adverse event occurred due to the damaged trunk cable connector. The pt was issued a replacement electrode belt.

Event description:
A (B)(6) female pt called zoll customer support to report that the pins on her electrode belt connector were damaged. The pt was issued a replacement electrode belt.